Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The vizigo¿ sheath fell apart near the handle exposing wires. It was reported that the vizigo¿ sheath fell apart near the handle exposing wires. No adverse patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this was assessed as a MDR reportable internal components exposed issue.

Manufacturer narrative:
The device evaluation was completed on 28-oct-2022. It was reported that a patient underwent an afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The vizigo¿ sheath fell apart near the handle exposing wires. It was reported that the vizigo¿ sheath fell apart near the handle exposing wires. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the carto vizigo sheath. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The event described could not be confirmed as the device performed without any handle broken or issues involved. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history record (DHR) evaluation was performed for the finished device number 60000002 and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).